Manufacturer narrative:
Product analysis: visually confirmed the instrument tip has been broken. The angulation of the fracture surface suggests bend stress overload. Fracture surface analysis reveals a quasi-brittle fracture. Dimensional inspection of the relevant dimension confirmed conformance to print specification. Material hardness found to be within print specification.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Procedure: revision of 4.75 construct pre-operative diagnosis: degeneration of disc at l4-l5. Extension of existing hardware from l5-s1. It was reported that, intra-op, tip of the driver broke off in the tulip head of the screw. No fragments remained in patient. No patient complications were reported. The tip of the driver broke off when trying to re-tighten a set screw on an existing construct.